Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("severe abnormal menstrual pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure (batch no. 709951) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage and dysmenorrhoea outcome was unknown and the hot flush, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and pelvic pain had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: full occlusion of both tubes.. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received event " hot flashes, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, pain" were added. Outcome of event "hot flashes, abnormal bleeding (vaginal, menorrhagia),bladder or urinary problems or changes, pain" were updated as recovered. Lot number, patient information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("severe abnormal menstrual pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('excessive bleeding') in a 31-year-old female patient who had essure (batch no. 709951) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes/ urinary problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), pelvic pain ("pain"), psychological trauma ("psych injury"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, hot flush, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and pelvic pain had resolved and the genital haemorrhage, dysmenorrhoea, psychological trauma, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatments for events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: full occlusion of both tubes. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: added events psych injury, fatigue, nausea. Outcome of event abdominal pain was recovered. Updated reported verbatim menorrhagia, urinary tract disorder. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure (batch no. 709951) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage and dysmenorrhoea outcome was unknown and the hot flush, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and pelvic pain had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.